Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a no delivery anomaly on the insulin pump. Customer stated that she went off the pump because her insurance doesn't cover supplies and the pump would stop delivering and then deliver on its own. Customer stated that the pump was not storing her blood glucose reading. Customer stated that she would not get any insulin or alarms at night. Customer would then have a high blood glucose. Customer's current blood glucose was 159 mg/d. Customer has been off the pump since (B)(6) 2014. Customer has not been hospitalized. Customer stated that the pump would not alarm for no delivery if the cannula was bent and the pump delivered 20 units on its own. Customer stated that she was driving prior to the event. Customer declined troubleshooting because she was not using the pump.